Event description:
The customer stated, he experienced low blood glucose levels while driving and was in an automobile accident. No blood glucose reading was reported. The customer stated, he hit a pole in the accident and was then taken to the hospital. The customer also stated he exposed the insulin pump to three MRI scans while he was in the hospital. Troubleshooting was performed, and the insulin pump passed the displacement test and the programming was correct. In addition, the customer stated he changed the infusion set three days prior to the accident and he stated, he may have over bolused for a blood glucose correction.

Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.